Event description:
Event description boston scientific received information that this right ventricular lead needed to be repositioned numerous times due to unsatisfactory lead measurements. During the repositioning procedure, it was noted that the helix was unable to extend and retract. The lead was explanted and replaced. There were no adverse patient effects.